Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead detected high out-of-range impedances one day post implant. Sensing and threshold measurements were good. The upper limit alert value had been increased and the patient will be monitored. No adverse patient effects were reported. The lead remains in service.